Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008, inratio: 1.2, lab: 2.0. Date: eight days later, inratio: 2.3, lab: 1.2. On the same day, inratio: 2.4, lab: 1.2. The caller alleged discrepant results when repeated the test on the inration meter. The results are as follows: 2.3, 2.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 1.2, lab: 2.0, mean: 1.6, confident limits: 1.2-2.3. Date: eight days later, inratio: 2.3, lab: 1.2, mean: 1.75, confident limits: 1.3-2.3. Date: on the same day, inratio: 2.4, lab: 1.2, mean: 1.8, confident limits: 1.3-2.3. The test I, 2 are within the confident limits as per internal procedure rev. 2. The test 3 is not within the confident limit. The product will be investigated. The caller also repeated the test in the inratio meters and results are as follows: 2.3, 2.4. Average: 2.35, stdev: 0.07, %cv: 3.01. As per the internal procedure rev. 2 the %cv is less than 20% criterion is met. Here the percentage cv is 3.01 which is less than 20% so criterion is met.